Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose readings and hospitalization. The customer documented paramedic assistance but does not want to speak with 24 hour helpline. The customer was taken to the emergency room and released the same day.